Manufacturer narrative:
The insulin pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery test due to the blank display. The insulin pump was received with moisture and damaged motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was not working and that it had a blank display. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.